Manufacturer narrative:
The referenced device was returned to olympus medical systems corp (omsc) for eval. The eval noted a scratch on the breaking point. There was evidence that the subject device was in contact of a hard object such as a metal clip most likely during ultrasonic output when the unit was activated. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a therapeutic laparoscopic nephrectomy procedure, the tip of the subject device broke and fell outside of the pt. The broken tip was found on the floor. The procedure was completed using a different device. There was no pt injury reported.